Event description:
Customer reported that he had high blood glucose. Customer went to the emergency room and was hospitalized. The blood glucose reading was over 300 mg/dl. Customer stated that his insulin pump date and time were set up incorrectly. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had cracked battery tube threads.